Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported the provisional fractured.

Manufacturer narrative:
Visual inspection of the returned devices confirmed that they were both fractured. The larger tibial articular surface provisional (tasp) is broken in three pieces - the lateral condylar surface, the central locking post, and the medial condylar surface. The smaller tibial articular surface provisional remained mainly in one piece but the anterior portion of the locking post is fractured, missing anterior and side pieces featuring the locking hemispheres. These devices are used for treatment. It was reported that the devices fractured during cleaning and the missing pieces were lost at that time. This device was manufactured before the design modification and was part of the re-design scope. A notification was sent to the field on august 7th, 2014 to provide additional clarifications relating to the instructions for use of the tasp construct for all persona users on file at the time of the field notice. Ps tasp top components and standard (non-cps) tasp bottom components have been modified to prevent fracture. The tasp was manufactured after the design modification went into effect. It had a potential field life of 14 months and was used an unknown number of time before it broke and is thus considered to have left zimmer biomet conforming. A definitive root cause cannot be determined with the information provided.